Event description:
It was reported that during a da vinci s prostatectomy procedure, a piece of the monopolar curved scissors instrument broke and fell into the patient. The broken piece was not retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results/conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have the tip of one scissor blade broken off. The size of missing piece is roughly .090" x .060". The fracture plane of broken blade is not straight and the same blade has a chip in the blade edge, below the midpoint. The intact blade does not exhibit any obvious cracking. The proximal clevis exhibits a large char mark. No other damage found.